Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03825 and 2134265-2016-04437. It was reported that occlusion and chest pain occurred. In (B)(6) 2016, the patient presented to the emergency room with complaints of chest pain and was having unrelenting symptoms despite nitroglycerin, morphine, and fentanyl and worsened dynamic changes suggestive of an acute coronary syndrome. There was a previously implanted non-specified stent implanted in the mid circumflex vessel. The target lesion was a 100% occlusion just proximal to that stent with significant clot noted throughout the vessel. A 2.5x15mm emerge balloon catheter was advanced over a choice pt wire into the cx system. The balloon was inflated multiple times from 10-12 atmospheres to prepare the lesion. Once the balloon was removed, there was significant clot burden so multiple passes using a non-bsc thrombus aspiration catheter removed about 5cc worth of significant red clot. At this time, a 3.0x32mm promus premier drug eluting stent was advanced across the entire area of clot in the previously implanted stent and was deployed at 12 atmospheres. The stent did appear to be adequately expanded with improved flow throughout the coronary bed and no evidence of perforation, dissection or other complication. Attention was then turned to the left anterior descending (lad) lesion. This was an 80% instent restenosis of a previously placed non-specified stent. The choice floppy wire was advanced down the lad and a 2.5x12mm promus premier drug eluting stent was advanced across the 80% narrowing and deployed at 14 atmospheres. The balloon was removed and follow up angiography showed 0% residual stenosis in that area with timi 3 flow in the left coronary bed with no evidence of perforation, dissection, or other complication in the lad bed. As final imaging was being done, there did appear to be some haziness in the mid portion of the circumflex stent of unclear etiology. A choice pt wire was advanced into the stented region and was inflated multiple times from 14 to 16 atmospheres to ensure adequate stent expansion. The patient was given 200mcg of intracoronary nitroglycerin at this point. The balloon and wire were removed. Follow up angiography showed 0% residual stenosis in the area stented with timi flow in the bed and no evidence of perforation or dissection. There was evidence of residual clot in the very distal vessel that was not amenable to wiring or balloon angioplasty. In (B)(6) 2016, the patient had severe chest pressure and was brought to the catheterization lab. Occlusion was identified at the mid-circumflex at the stent. A 6fr non bsc guide and a long non-bsc guidewire were inserted. The physician had a substantial amount of difficulty advancing around the bend. Initially the wire was through a stent strut due to the acute bend of the circumflex at the level of the previous stent placement. The physician was finally able to wire it in the direct lumen of the stent. A 2.0x20 emerge balloon was advanced and several balloon inflations were performed. The initial set of inflations we were unable to establish flow. The physician then went back in with the balloon and went up to high pressures and finally the vessel opened up. At this point, it was noticed that there was a substantial dissection just distal to the distal edge of the stent all the way down to the obtuse marginal branch. There was no obstruction of flow ;however, the patient was having continuous severe chest pain. A 3.0x12 synergy drug eluting stent was deployed in the proximal edge of the circumflex with overlap into the previously placed stent. A 2.5x24 synergy stent was attempted but was unable to be advanced to cover the dissection, therefore, a guidezilla guide extension catheter was used for support and the stent was advanced and deployed at nominal pressures, covering the area of dissection. The mid to proximal section was then taken up to high pressures with excellent angiographic results. A 3.0x9 compliant balloon was inflated to 24 atm covering the area where the vessel was larger into the overlap. Then it was noticed that the second obtuse marginal branch became occluded. Before finishing the circumflex vessel we flared the ostium of the new stent with a stent balloon up to 20-24 atmospheres. A 3.0x16 synergy stent was then deployed at the mid-section of the circumflex to cover the gap of the previously placed stents and post dilated with a 3.0 balloon to ensure good apposition. The patient continued to have severe chest pressure and after reviewing previous films it was realized that the second obtuse marginal branch was substantial size. It was decided to go back and direct attention to the 100% occluded obtuse marginal branch. After multiple attempts a guidewire was advanced through stent struts into the obtuse marginal branch. Multiple balloon inflations with a 2.0x12 emerge balloon was able to establish a trickle flow. The physician then advanced a 2.25x8 synergy drug-eluting stent and deployed simultaneously in a kissing balloon technique with a 3.0x12 emerge balloon in the circumflex vessel in effort to achieve ostial location due to difficulty in visualization. The physicians took the 2.25 stent up to 18 atmospheres and 3.0 balloon up to 14 atmospheres just prior to deploying the stent with e excellent angiographic results. The obtuse marginal opened up and had timi-3 flow afterwards. The physician then performed a second kissing balloon flare the ostium of the obtuse marginal stent. By the end of the procedure the patient did not have any chest pain. The following day the lad was imaged secondary to unusual filling defect within the lad stent. Optical coherence tomography (oct) revealed a substantial plaque burden of 70+%. The vessel just proximal to the stent was heavily diseased as well, with some calcification. Balloon angioplasty was performed within the stent with a 3.25x12 quantum apex balloon. Post balloon angioplasty a calcified stenosis was noticed just proximal to the previously stent. A 3.0x24 synergy drug eluting stent was deployed to cover the entire section. Post deployment of this stent at high pressures, a second area was noticed and another 3.0x16 synergy drug eluting stent was deployed. The entire stented area was post dilated to high pressures at 20 atmospheres with excellent angiographic results with the 70-80% tandem stenosis reduced to 0% with timi 3 flow. Attention was then directed to the previously placed stents that were deployed in the circumflex and obtuse marginal system the previous day. Double wire technique was initiated into the circumflex, down the obtuse marginal 1 (om1)with a second wire into the om-2 through the original stent from the previous day. A 3.0x12 quantum apex balloon was unable to pass into the om-2, therefore a 1.5x15 emerge push balloon was advanced for predilatation. A 3.0x 12 emerge balloon was advanced into the om-2 and a 3.5x12 emerge balloon into the body of the circumflex as it transitioned to the om-1. Kissing balloon angioplasty was performed to post dilate the om-2 stent to ensure appropriate overture into the om-2 with excellent angiographic results. Angiogram showed substantial sized artery as compared to yesterday. The stent placed yesterday was only a 2.5 stent, which was the main reason for post dilating.